Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012659437); product type: 0195-heart valves; implant date: non-implantable device image review: intraprocedural fluoroscopic images were provided for review of the event description above. Fluoroscopic valve load I inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The valve was used for the procedure. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant; however, images of the pre dilatation were not captured on fluoroscopy. During the implantation attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, the valve was recaptured, and a second deployment attempt was made and the infold persisted. Of note, recapturing an infolded valve will not resolve the infold. Despite the infold, the valve was released. A post implant dilatation was performed without complete resolution of the infold. A second post implant dilatation was performed resulting in improvement of the infold, and final angiogram reveals no evidence of aortic regurgitation/paravalvular leak. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. H11. Lot number added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evolutfx-34 in a patient with a prior non-medtronic surgical aortic valve replacement with severely calcified valve leaflets on computed tomography analysis, the valve was loaded and an inflow crown overlap ending at node 4 was identified on fluoroscopy. A pre-implant balloon dilation was performed with a 23mm semi-compliant balloon. On the first deployment attempt, the valve was positioned too deep and was recaptured. On the second deployment, the valve was placed at the intended depth; however, an infold of the valve frame was identified on fluoroscopy. Low systolic pressure was observed during the procedure, prompting the release of the valve and a post-implant balloon dilation with a 25mm semi-compliant balloon, which partially resolved the infolding but resulted in a "bulge" at the waist of the bioprosthesis. A second post-dilation with a 26mm semi-compliant balloon was performed, successfully mitigating the infolding. Final contrast-enhanced aortic root fluoroscopy showed no regurgitation and no gradient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Image review update: in addition to the images previously received and reviewed, the patient¿s executive summary was provided for anatomical review. The aortic valve appeared to be significantly calcified with an annulus perimeter that measured 88.5 mm with a perimeter derived diameter of 28.2 mm suggesting a 34 mm valve. Updated: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.